Event description:
The customer called into technical support (ts) reporting that the device has a blower temp high (1122) error message. The customer reported that the issue was discovered during pre-use setup and there was no harm to the patient or user. No medical intervention was provided to the patient. No delay to therapy was noted. The manufacturer's field service engineer (fse) was dispatched to the site and could not confirm the reported problem. The fse replaced the replaced the blower assembly & mc pcba as a preventative measure. The device passed touchscreen calibration and performance verification. The device was considered ready for use.

Manufacturer narrative:
The removed motor controller (mc) pcba and blower motor assembly were returned to the failure investigation lab (fi). A visual inspection of both returned components revealed no evidence of damage or contamination. The fi technician installed the mc board and blower motor assembly into a fi ventilator to duplicate the reported issue. The customer complaint was not verified. Both the mc board and blower motor assembly passed all testing. There was no fault found.